Manufacturer narrative:
The device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device information (model number and batch/lot number) is unknown.

Event description:
Review of the article, "anatomic osteochondral allograft reconstruction for concomitant large hill-sachs and reverse hill-sachs lesions" (alrabaa. R.g. Et al) determined a 3.5-mm acurtak headless compression screw was used as part of a surgical technique for allograft reconstruction in younger patients wanting to avoid shoulder arthroplasty. This is off-label use. No adverse events were reported in this article.